Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to loosening of the tibial tray at the cement to implant interface. Revised knee to an attune revision. No information was available about the previous surgery but it is definitely a cr rp sigma knee. Patella was left in place as it tracked well. Unknown bone cement was used. No reported surgical delay. Doi: unknown. Dor: (B)(6) 2022. Affected side: right knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned. Review of the provided xray images did not confirm the loosening condition. No radiolucency can be observed around stem. Based on the provided evidence, it cannot be determine a progressive decay of implant position in relation to initial implantation position. Fixation surface does not denoted weakening or separation of the bond between implant and cement interface. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.